Manufacturer narrative:
It was reported that the "the customer reported that the walker seat became damaged and stuck in the down position, the rear wheels were wobbling/curving outward, and the left handle height-adjustment knob would not stay tightened, causing instability of the walker". There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and re-evaluated.

Event description:
It was reported that "the customer reported that the walker seat became damaged and stuck in the down position, the rear wheels were wobbling/curving outward, and the left handle height-adjustment knob would not stay tightened, causing instability of the walker".